Manufacturer narrative:
Despite multiple requests, no additional information has been received. The lens was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. One haptic was torn off and missing. Cause of damage could not be determined. Functional testing and dimensional measurement could not be performed due to the damage. Based on available information and device evaluation, the root cause of the reported event could not be conclusively determined.

Event description:
Right eye affected. The lens was removed and replaced with a different power sulcus lens. Incision was not enlarged to remove the lens and sutures were not needed.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag broke upon lens insertion. The lens was removed and a sulcus lens was placed. Additional information has been requested, but has not been received.